Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) review showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00445.

Event description:
A customer reported that the patient slipped while being supported by a3059 mayfield composite series skull clamp and a3101 mayfield composite series base unit during a posterior cervical spine procedure on (B)(6) 2020. No patient injury was reported. Additional information received 31jul2020 indicated that the incident occurred during preparation for surgery. The patient was positioned prone and head was placed in skull clamp when patient's head slipped and the head moved inferior towards the floor. The surgeon removed the skull clamp and repositioned the patient in the skull clamp and finished the procedure with no additional issues. No delay in surgery was noted.